Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a fusiform (zone 3) thoracic aneurysm. Vessel morphology was reported as very diseased and calcified aorta. During the index procedure the final angiogram revealed a small leak. The physician confirmed that the small endoleak was a type iii endoleak at the junction site. The physician decided not to perform touch up for the junction site. The physician completed the procedure with no additional treatment. No clinical sequelae were reported and the patient will continue to be monitored by the physician. Film review analysis: review of cta¿s from 7 days post-implant revealed that 2 valiant stent grafts were implanted. The proximal device was positioned beginning just distal to the lsa, extending over the arch and terminating just proximal to the acutely angulated section of the descending thoracic. The distal device was implanted overlapping approximately 6cm (3 stent rings) of the proximal stent graft, and extended distally several cm¿s proximal to the celiac artery. A surgical graft is seen within the aaa. The max diameter taa measured approximately 6.7cm. Contrast is seen along a widespread area within the taa; however the source of the endoleak could not be determined. The stent graft is patent within no stent graft kinks or areas of compression observed. No other stent graft issues were seen. The type and cause of the endoleak could not be determined from the images returned. Films during the final angio at implant which also noted an endoleak were not available for return. It is possible that this may be a junctional type iii junctional endoleak; however, the amount of device overlap appears to be sufficient. This may also be a type iii fabric endoleak or a possible type IV endoleak. It is possible that not ballooning the junction at implant may have contributed.

Manufacturer narrative:
(B)(4).